Manufacturer narrative:
Additional information was provided in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. The guidewire was pulled normally during the catheter deployment test. After the catheter was placed in the body, when the guidewire entered the left superior pulmonary vein, the resistance of pulling back the guidewire was very large, and there was a sense of stuttering when the guidewire was tried many times. For safety reasons, the catheter and guidewire were removed synchronously from the body. Another of same catheter and guide wire were replaced to complete the procedure, and the patient was not affected. The guidewire was a non-bsc device. No patient complications occurred. It was further reported, there were no guidewire issues during preparation. There was no tissue seen at the tip of the catheter or guidewire. The guidewire was unable to be removed as normal, the guidewire could not move inside the patient, after withdrew outside the patient, it took a lot of force to pull the guidewire out of the catheter. There were no other catheter malfunctions present. The guidewire used was a merit guidewire.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. The guidewire was pulled normally during the catheter deployment test. After the catheter was placed in the body, when the guidewire entered the left superior pulmonary vein, the resistance of pulling back the guidewire was very large, and there was a sense of stuttering when the guidewire was tried many times. For safety reasons, the catheter and guidewire were removed synchronously from the body. Another of same catheter and guide wire were replaced to complete the procedure, and the patient was not affected. The guidewire was a non-bsc device. No patient complications occurred.